Event description:
It was reported that the downstream occlusion (dso) sensor seal was ripped and bubbled. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal was delaminated, and battery compartment corroded. Confirmed customer complaint through visual inspection. Replaced dso seal. Performed dso/uso (upstream occlusion) calibration. Validated repair through dso sensor test. Replaced battery compartment. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.